Event description:
Customer experiencing low sodium results. Specific number of patient samples impacted was not provided. No information provided to determine if any adverse events occurred. Only the following patient example was provided. Initial result gave 130 mmol/l; repeated twice giving 138 and 137 mmol/l. For this sample, the physician questioned the initial result. User did not know if treatments were given. If additional information is received, appropriate notification will be provided.